Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5148884.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture on the right ventricular (rv) lead. Programming changes were suggested, but not done. There were no patient consequences.